Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to detect the patient's ventricular tachy cardia (vt) events. The device was reprogrammed; however, the device was still unable to detect vt episodes. The hospital indicated that it suspects the patient did not have a vt episode, but rather the electrocardiogram signal had interference. The ICD remains in use. No patient complications have been reported as a result of this event.